Event description:
The reporter contacted animas on (B)(6) 2012; during the call, the reporter indicated that the patient had a blood glucose of 54 mg/dl with no reported symptoms which the reporter attributed to "part of the diabetes process." The reporter indicated assisting the patient who was then eating lunch. The reporter stated that the patient had eaten breakfast and bolused, ate additional food and bolused, and then went for a 30 minute walk. The initial reason for the call was the reporter requesting assistance with resetting the insulin on board (iob) feature after the patient made a programming error. The reporter stated that the pump indicated zero units for a bolus but the patient accidentally programmed insulin; the reporter stated that the issue was noticed and the pump was disconnected immediately from the skin site before the patient received any insulin. The reporter declined to troubleshoot stating that the pump was not implicated in the low blood glucose and they only wanted assistance resetting the iob. This report is made based on the indication that the patient experienced hypoglycemia requiring the assistance of another person while using the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.